Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump has been alarming radio frequency pic failed self-test for the last two weeks. Alarm has been occurring at least twice a day but customer was on vacation and wasn't able to call earlier. Customer's blood glucose was unknown. Customer was advised the device needed to be replaced and customer agreed to return the device for analysis.